Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy for implantable cardioverter defibrillator (ICD) detected ventricular tachycardia (vt) when the ICD failed to match the wavelet to sinus tachycardia. The ICD was reprogrammed when a new wavelet template was acquired. No further patient complications have been reported as a result of this event.